Event description:
It was reported that during the implant procedure, the atrial lead exhibited noise. The physician elected to not use and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.